Event description:
It was reported that balloon detachment and shaft break occurred. The patient was undergoing percutaneous coronary intervention. The over 80% stenosed complex, bifurcated target lesion was located in the mildly tortuous and moderately calcified diagonal to left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was used as a trapping balloon within the 6f non-boston scientific guide catheter to pin the guidewire during equipment exchanges. After a microcatheter exchange, it was noticeably identified that moving equipment through the guide was challenging. After panning with the c-arm, a balloon and part of the balloon shaft was stuck in the guide catheter. It was then decided to remove the guidewires and the entire guide catheter system in order to retrieve the balloon. During removal, the entire distal portion of the balloon shaft was fractured within the guide catheter, either during or after using the balloon to trap out the microcatheter in which so much resistance was being felt. The physician upsized to a 7f guide catheter, re-wired the lesions and proceeded to use a 2.00mm x 12mm emerge balloon catheter to complete the procedure successfully. No patient complications were reported.